Event description:
It was reported that the nurse stated the lcd screen suddenly went out. Arctic sun device was still running, however. Confirmed the device plugged into medical grade wall outlet. They had already tried turning device off/on. Explained this device will need to go to biomed for repair.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse stated the lcd screen suddenly went out. Arctic sun device was still running, however. Confirmed the device plugged into medical grade wall outlet. They had already tried turning device off/on. Explained this device will need to go to biomed for repair. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the lcd screen suddenly went out. Arctic sun device was still running, however. Confirmed the device plugged into medical grade wall outlet. They had already tried turning device off/on. Explained this device will need to go to biomed for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The completer customer's name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.